Manufacturer narrative:
Product event summary: the flexcath advance sheath with lot 43230 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 3.81 inches and 3.93 inches from the tip. Air aspiration was produced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was damaged. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.